Manufacturer narrative:
Date of the report: 20may2021. No patient involvement.

Event description:
It was reported to philips that the device's touchscreen was unresponsive. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The device was evaluated on-site by a field service engineer (fse) and the reported issue was confirmed. The fse replaced the pcba power management board and the touchscreen. The fse reported that this resolved the issue.